Event description:
The procedure was a functional endoscopic sinus surgery (fess).

Manufacturer narrative:
B5: additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported the surgeon registered the patient using trace and one touch point at the bridge of nose. The verification screen confirmed all of the sinus anatomy within green and yellow ¿ameba¿. However, after checking the nasal floor and the middle turbinate with the straight suction, the system crosshairs were inaccurate in the inferior direction by about 4 millimeters. It was noted the same inaccuracy occurred with the tracking blade. The surgeon then backed up and changed one touch point from the bridge of nose to the tragus. The green zone of accuracy went away completely but after checking with the 90 degree suction and tracking blade, the accuracy improved significantly. The surgeon then proceeded with the case. This issue occurred intraoperatively and caused a 10-minute surgical delay. There was no reported impact on patient outcome. At the end of the case, the surgeon checked two different straight suctions and both were equally inaccurate about 2 millimeters less than the original registration, but more inaccurate than the tracking blade, 90 degree suction and ostium seeker. Additional information was received stating the reported issue was likely caused by user error that has been noticed with one particular surgeon on different systems. The field team is working of observing and potentially adjusting the surgeon's registration technique. Overall, the system has been used daily with no other issues and allison is confident that the issue is not related to the navigation system.

Manufacturer narrative:
H3: a software analysis was initiated through archive analysis. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.